Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "in the blood sample, there was a fiber-like floating matter, which was usually not seen."

Manufacturer narrative:
Investigation summary: mat: 365052, lot: 2032193. Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples from the inventory were taken and visually inspected, and issues relating to foreign matter were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the visual check of retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "in the blood sample, there was a fiber-like floating matter, which was usually not seen."